Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the off label use of four mobi-c devices together. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference reports 3004788213-2023-00124 through 3004788213-2023-00126.

Event description:
It was reported a that revision surgery was performed to remove three of four implanted mobi-c devices because one "blew out." No further information was provided. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a that revision surgery was performed to remove three of four implanted mobi-c devices because one "blew out." No further information was provided.this is report two of three for this event.